Event description:
A nurse practitioner alleges the orange safety cap malfunctioned, and she was stuck with a needle. Nurse reportedly contracted hepatitis c. She stated the orange plastic safety flap rotates easily around the needle and if it is not lined up exactly with the needle the safety cap can swing up on the side of the needle rather than over the needle causing someone to get stuck. When the cap came up it bent the needle at a 45 degree angle, so the needle tip is sticking out of the safety cap.